Manufacturer narrative:
Failure analysis noted that the pump had a bleeding lcd glass. The pump had cracked reservoir tube lip and scratched display window. There was no led anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump had display anomaly. The blood glucose at the time of the incident was 25 mmol/l. The customer's mother stated that there was a blue/purple line inside the display. She was advised that the insulin pump will need to be replaced. She was advised to disconnect from the insulin pump and revert to back-up plan. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.